Event description:
It was reported that there was a pump replacement due to rotor stall, and patient signs of withdrawal. The elective replacement indicator timeframe was 13 months, however there were pump rotor stalls on 2 days, with only 1 restart. The patient started showing typical signs of withdrawal of the drug, and therefore the pump was checked and the rotor stall was found. The pump was replaced on (B)(6) 2012. Patient outcome status was not provided. Additional information has been requested, however was not yet available at the time of this report. The medication in the pump was hydromorphone and bupivicaine.

Manufacturer narrative:
Correction for date MFR rec.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, serial# (B)(4), product type catheter. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump (serial # (B)(4)) revealed a motor feedthru anomaly. It was noted moisture was found on one feedthru and in the bulkhead compartment immediately around the feedthrus.